Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was also reported that the implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and replaced. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.